Event description:
The customer received questionable results for three patient samples for thyrotropin (tsh), free thyroxine (ft4) or free triiodothyronine (ft3). Data was only provided for one patient sample with a questionable ft3 result. The initial result was 0.6 pg/ml and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2012 with a result of 2.95 pg/ml. A corrected report of 3.0 pg/ml was sent out. The patient was not adversely affected. The ft3 reagent lot number was 16716801 with an expiration date of 05/31/2013. The field service representative could not find a cause. As a precautionary measure, he checked the specific pressure and sensor voltages including the sample liquid level detection (lld), sipper probe 1 and 2 lld, pressure sensor, and reagent probe. He checked the mixing paddle operation, dc power supply voltages, and mechanism operability checks. He verified the gripper fingers were clean and pinch valve tubing was connected and sealed. He noted the probes were not dripping, water pressures were within specification and rinse stations were functioning properly. To verify the analyzer operation, he ran performance testing and both channels passed. All mechanism operability checks passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. As the customer noted they had been seeing some bubbles in their aliquot tubes, it was most likely that the event was caused by a mispipetting of the sample. Upon follow up with the customer, they confirmed that they have been monitoring for bubbles and that they have seen no further issues. No reagent related issue was identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.